Event description:
It was reported that the customer had sensor and blood glucose difference, bad sensor, bent sensor, and customer had discomfort. Educated the customer and stated everything is fine now about the sensor. No blood glucose reading provided. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.